Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Due to character limitations, patient identifier, was left blank. The patient identifier is (B)(6). Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The customer was advised that the device is not operable and should be replaced.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. When attempting to turn the device back on, the service indicator was illuminated and the device would not power on. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. When attempting to turn the device back on, the service indicator was illuminated and the device would not power on. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device was returned to the customer unrepaired.